Event description:
I had the essure device implanted in 2009. Since then I have experienced symptoms and problems from the day I got out of the procedure. I am light headed, dizzy, vomiting, diarrhea, menstrual irregularities, incontinence, migraines, teeth problems, vision problems, fatigue, muscle and body aches, diabetes type ii, high blood pressure, mood changes, memory loss, difficulty concentrating, irritability, sleep apnea and finally tachycardia and bradycardia. My heart actually has stopped during a test for 10 seconds. Isn't that considered legally dead.